Event description:
Aventis case ID: (B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via e-mail to our local affiliate (B)(4). Initial and follow-up information received on may-19 and may-27-2009 respectively were processed together. This case involves a female patient (age nos) who received poly-l-lactic acid treatments (sculptra) in 2005. Relevant medical history and concomitant medication information were not mentioned. In 2005, the patient developed nodules at all the application sites. These nodules still persists. A biopsy was performed, but the results were not provided. No further information is available. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.